Event description:
Distributor reported the following: "we received the attached concern regarding an unspecified quantity of (B)(6), lot unknown, sample unavailable per customer; which reportedly were flimsy and unable to break pt skin. We have followed up to confirm truly that there is no further information possible."